Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD), implanted with another manufacturer's implantable defibrillation lead, exhibited high out of range pacing impedance measurements and high pacing threshold measurements. Additionally, noise was oversensed resulting in inappropriate anti-tachycardia pacing (atp). Noise was able to be recreated in clinic. An x-ray was performed and there was no sign of a fracture. An invasive procedure was performed and the rate/sense portion of the lead was replaced. This device remains in service. No additional adverse patient effects were reported.